Manufacturer narrative:
This report is submitted on august 16, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016 and the patient was implanted with a new device during the same surgery.